Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump lose prime during a 10 unit bolus test. The force sensor calibration and resistance readings were out of specification. The pump was opened and the force sensor flex pin was lifted from the printed circuit board and there was contamination observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was a loss of prime, the force sensor readings were out of specification and contamination was found inside the pump. This report is made based on results of investigation completed on (B)(4) 2015.